Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 30 mg/dl about 2 weeks ago. The customer stated that it was the first time she used the pump and ended up placing a full reservoir in the pump without rewinding the pump first. The customer was trained on how to use the pump. The customer was advised that the open circle indicated that her pump was in a special mode such as a temporary basal or basal pattern. The customer declined to troubleshoot for low readings. The customer was advised to contact helpline.